Event description:
It was reported that customer got lost sensor alert and had low blood glucose. Customer's blood glucose was 42 mg/dl. Customer treated with pop and candy. Troubleshooting was done. During the troubleshooting the customer was advised to change the sensor. Customer reported that she got calibration error alert too. Advised the customer to calibrate when blood glucose are stable and advised customer two consecutive calibration errors would lead to change sensor alert. Advised customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
(B)(4) analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to low readings. No broken or missing anomalies were observed during analysis.